Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was brown spec particulate matter in the tubing of a homechoice cassette. This was detected by the patient during priming. The home patient disconnected the cassette and continued therapy with a new cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received in an opened pouch. A visual inspection performed with the naked eye noted a pin build up, which was broken off during extrusion process and embedded in tubing wall. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.